Event description:
Reporter alleged blood glucose measured 61mg/dl back to back with a result of 190mg/dl. Customer stated having recent erratic glucose readings and went to the dr as a result and was recommended to take insulin. As a result of the comparison, no actions were taken or treatment reportedly rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.